Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material on the PICC is inconclusive due to poor sample condition. Four photo samples of a groshong nxt catheter were returned for investigation. The first photo is of an opened groshong nxt tray with lot: recn0712. The second photo shows the catheter in use within a patient. The catheter and extension leg are secured with a clear dressing and adhesive tape. No clear evidence of a foreign material can be observed. The third photo provided showed the catheter without the securement dressing. The green tweezers shown appear to be drawing attention to a white spot on the catheter. The white material cannot be clearly observed from the photo sample. The fourth photo is showing the same area as the previous photo. The securement wing is present distal to the white material on the catheter. Since the sample is shown to be in use and the white material cannot be clearly observed, the material and source could not be determined; therefore, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) of recn0712 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the PICC catheter was delivered to the patient, there was a white foreign body at the 2cm scale of exposed catheter, but it did not affect the usage. The catheter was also used on the patient.